Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the attempted pacing lead had a broken helix. The lead was removed and a different lead was successfully implanted. No patient complications have been reported as a result of this event.